Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they had recieved multiple call service alarms. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 10/26/2016. Device evaluation: the pump has been returned to animas and evaluated on 10/07/2016 with the following findings: no call service alarms were observed in the pump histories. The pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The pump was exercised for 24 hours with no call service alarms duplicated. The display screen was dim and discolored. The battery compartment was cracked.